Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found the product to be damaged. Root cause and corrective action are documented in the CAPA system. The device was manufactured on 29-may-2019. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d10. Corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument´s black plastic broke into two parts. No surgery delay, no adverse consequences reported.